Manufacturer narrative:
Investigation ongoing.

Event description:
Report received of a suction oral swab disengagement related to user error. The device was being used on a 45-year-old male, not alert patient with a tracheostomy and on a ventilator who had been admitted with a head injury. A bite block was not in use. Reporter stated a patient bit down on a suction swab stick directly below the foam head during initial use of the device for routine oral care, causing the device to disengage. The disengaged part of the device remained in the patient¿s throat. To retrieve the disengaged piece of the device, the patient was sedated, and the ventilator was switched from spontaneous mode to mandatory ventilation mode during sedation. Forceps were used to remove the disengaged piece from the back of the patient¿s throat. No adverse consequences were reported. The reporter stated that the affected device has been discarded; however, a photo of the affected device was provided. Awaiting samples from the same lot to be returned for evaluation.

Event description:
Report received of a suction swab disengagement related to user error. The device has been discarded; however, a photo of the affected device and samples from the same lot number were provided for evaluation.

Manufacturer narrative:
The affected device was discarded. However, samples from the same lot number were returned, and a photograph of the affected device was provided. A visual/functional inspection was performed on six (6) sample suction swabs from the same lot number. All six (6) suction swabs appeared to meet specifications. A visual inspection was performed on the photograph of the affected product. The photograph shows the suction swab was broken into two pieces. The break was near the top of the swab stick, close to the swab head. The edges of the broken stick appeared to be jagged. A product history review was performed for the implicated product code and lot number. All quality checks performed indicated passing results and all release criteria were met per the product drawing. A labeling review was performed. The product package labeling states "do not allow patient to bite down on the oral care tool. Use a bite block if patient has altered levels of consciousness or cannot comprehend commands. Use caution with children and unresponsive individuals. Failure to follow these safety precautions may damage the device and present a choking/aspiration hazard." The root cause of the disengaged suction swab was due to customer misuse as the patient bit down on the suction swab causing the break. Complaints relating to suction swab disengagements due to biting will continue to be monitored and trended.